Manufacturer narrative:
B5 narrative was updated and h6 codes were updated.

Event description:
Updated clinical narrative: additional information was received from the abiomed representative that the impella groin was bleeding which required the patient to go to the operating room (or) for pump removal. The physician performed a surgical cutdown with a patch repair and a transfusion of multiple blood products was given to the patient. An impella cp device was inserted into the right femoral artery in a 76-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai a shock, and on a bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a hematoma at the insertion site. Manual pressure and a femstop were applied. It was noted that the patient was on a heparin drip. After the activated clotting time (act) was corrected, the hematoma resolved. In addition, hematuria was noted. The pump was noted to be in good position. It is unknown if the hematuria resolved. The post-procedure outcome is unknown. While on support, the device functioned as intended at p-6 at 3.0l/min with d5w sodium bicarbonate in the purge solution. Bleeding (hematoma, hematuria) is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 76-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai a shock, and on a bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a hematoma at the insertion site. Manual pressure and a femstop were applied. It was noted that the patient was on a heparin drip. After the activated clotting time (act) was corrected, the hematoma resolved. In addition, hematuria was noted. The pump was noted to be in good position. It is unknown if the hematuria resolved. The post-procedure outcome is unknown. While on support, the device functioned as intended at p-6 at 3.0l/min with d5w sodium bicarbonate in the purge solution. Bleeding (hematoma, hematuria) is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
Additional information was received regarding the event and noted the14fr introducer was already peeled away when the hematoma developed.